Event description:
As reported by the user facility: event number: 1: reports had 2 incidences over the last 2 weeks. Reports in both incidences only half of the infusion had completed in the time set for the infusion to complete on the infusomat pump. One instance was with general IV fluids, one instance was with taxol. In both cases the nurse removed and reinserted the same tubing in the same pump and manipulated the silicone section, and pump worked as expected. Customer reports they do smooth the silicone section as in directions for use as directed in the IFU. Neither incident caused any therapy issues or harm to patient, but customer is concerned as they have several drug trials going and delays in the infusion could affect the test data.

Manufacturer narrative:
(B)(4). The actual device involved in the reported incident was returned for eval. Without the actual sample, a thorough eval could not be performed and no specific conclusions can be drawn. The DHR record for the reported lot number was reviewed and no nonconformances or abnormalities were noted during in-process or final product inspection. No adverse quality trends of this nature were identified during the complaint review process for the product catalog number identified in the reported event. If add'l pertinent info becomes available, a follow-up report will be filed.